Event description:
It was reported that approximately 3 months post-implant of a bifurcated device and a suprarenal aortic extension; patient was brought back to treat left iliac aneurysm and distal type 1 endoleak. Reportedly, the physician placed one viabahn in left internal iliac and placed another viabahn in left external iliac maintaining flow with hypo-snorkel procedure to treat the left iliac aneurysm and correct the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.